Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 583 mg/dl. Reportedly, the customer had attempted to address bg by administering a bolus, but alleged that the pump did not allow the user to administer insulin due to "maximum insulin on board". Reportedly, the customer treated bg by removing pump and reverting to an alternate pump for insulin therapy. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond.